Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. Literature citation: "prospective, randomized study of cutting balloon angioplasty versus conventional balloon angioplasty for the treatment of hemodialysis access stenoses; journal of vascular surgery; 2014." (B)(4).

Event description:
Reported via journal article. It was reported that an aneurymal dilation occurred. In a study comparing rates of patency achieved by cutting and conventional balloon angioplasty to treat hemodialysis access stenoses, angiography performed 12 weeks after angioplasty showed aneurysmal dilation at the site of the treated lesion in one patient in the cutting balloon angioplasty group. The aneurysm was <2 cm in diameter, and no further diameter increase could be detected at 1-year follow-up after angioplasty, with no effect on hemodialysis.